Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system outer shaft was torn/cut/ruptured. Fluid pathway leak was observed on the delivery system. The delivery system outer shaft leaks. There was a mechanical issue with the device cup of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There was a crack on the outer shaft where the device cup overlays the shaft at 4.7 cm. The inner shaft was kinked at 1.5 cm from the distal end of the recapture cone. There was a water leak in the area of the crack at 4.7 cm while flushing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant the delivery system was noted to have a crack proximal to the cup. The leadless ipg was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system outer shaft was torn/cut/ruptured. Fluid pathway leak was observed on the delivery system. The delivery system outer shaft leaks. There was a mechanical issue with the device cup of the delivery system. The delivery system inner shaft was mechanically kinked/bent. The analyst noted the full delivery system was returned with the device intact in the device cup. There was a crack on the outer shaft where the device cup overlays the shaft at 4.7 cm. The inner shaft was kinked at 1.5 cm from the distal end of the recapture cone. There was a water leak in the area of the crack at 4.7 cm while flushing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.